Event description:
It was reported that saline solution (non-baxter product) leaked out of the "luer lock" of a large volume intermate when an unknown syringe was removed, after filling the device with the first 20 ml of saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 24, 2013 - october 25, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received for evaluation with approximately 50 ml of fluid in the bladder. Visual inspection found no evidence of leakage. A functional leak test was then performed by filling the bladder with green color water and observing for leakage. No evidence of leakage was observed during filling, after filling, or the next day. Initial evaluation did not confirm the reported condition. A batch review will be performed. Upon completion of baxter's investigation, a follow-up will be submitted.